Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings: -defect of the power supply unit; -defect of the video processing board; -defect of the liquid crystal display (lcd) panel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Evaluation of the subject device confirmed the followings; (B)(4) could reproduce the reported event. The reported event was caused by the failure of the power supply unit. If additional information becomes available, this report will be supplemented.

Event description:
During a preparation before an unspecified procedure, the subject device did not power up. There was no report of patient injury associated with this event.